Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The act button was sometimes not responsive. Customer's blood glucose level was 63 mg/dl. The customer's blood glucose level was treated with glucose tablets. Customer was hospitalized 8 times in the last year. Two times she was at the bowling alley and passed out. They had to call paramedics to take her to the hospital. One hospitalization was due to her low blood glucose levels. The customer was wearing the insulin pump at the time of hospitalization. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device had unresponsive esc, up and act buttons due to unlocked lcd keypad connector. Also, device had flattened (creased) esc and act buttons dome switch. Unable to perform the functional test, including the operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and the delivery accuracy test or perform the pump trace download or care link pro download due to unresponsive button.